Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6). Product type accessory product ID pa9101. Serial# unknown. Product type section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-jun-2025, UDI#: (B)(4). H3: analysis of the communicator found ¿tm90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator was not charging. Per the patient, they charged it every 3 days and when they plugged it in last night, they did not see the orange light indicating it was charging and this morning when they went to use it the handset said the communicator battery was too low to use. A replacement communicator was requested from the repair department because it was not charging and there was no orange light when they plugged it in. No patient injury reported. On 2026-02-23 additional information was received from the patient who stated the communicator light was not lighting up and charging when they had the charging cord connected. The patient stated that they typically charged the equipment every three days, however, they plugged the communicator in last night to charge, and the light did not come on to show that the communicator was charging g. The patient said that the communicator was working and that they could still deliver a bolus, but they did not want to run into an issue. The patient did not have the charging cord with them at the time of the call, so the patient will call back once they are home and have the charging equipment present for troubleshooting. The patient called back and stated they see no light when communicator was plugged into power. The patient stated they have tried another outlet as well and denied comm being dropped/wet or falls/trauma. On the call the patient was able to power on the communicator. The patient stated connecting to the pump is 'intermittent' and if they move a fraction it says no pump response. The patient stated they were able to bolus at 12 and saw comm battery percentage was 86%. The patient stated the communicator is not charging.